Event description:
The hub and tubing from the vacutainer separated causing blood to drip out onto the patient. Bd has a class 2 recall of this product but the lot number for this item was not included in the recall.